Event description:
The device was removed due to an "infection".

Manufacturer narrative:
According to the available information this inflatable penile prothesis was revised due to an "infection" and that staph epidermis organisms were detected. No surgery dates were provided. Requests for the exlanted prothesis and for additional information surrounding this event have been made, however, to date neither the device nor the information have been received. Without the benefit of analyzing the explant and without the requested information, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or additional information be received, qa will re-evaluate this event in accordance with procedures. However, because qa's examination of the returned components can neither confirm nor disprove the report of infection, qa accepts the report of infection as the reason for surgical intervention. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.